Manufacturer narrative:
Device not returned.

Event description:
It was reported that during medical procedure, the surgeon was trying to remove an oasys screw that was stripped. Allegedly, the surgeon inserted a small rod and a blocker and proceeded to remove the screw with an instrument and broke the screw in two pieces. It was reported that the surgeon was able to remove both two pieces of the screw.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Result: the oasys polyaxial screw was visually confirmed to have a tulip disengagement. Manufacturing records were reviewed and no issues related to this event were identified. During surgery the surgeon was trying to remove the screw with an instrument that caused the product to disengage. The possible cause is too much torque as described in the IFU. Conclusion: the exact cause of the screw breakage could not be determined and is likely multifactorial.

Event description:
It was reported that during medical procedure the surgeon was trying to remove an oasys screw that was stripped. Allegedly, the surgeon inserted a small rod and a blocker and proceeded to remove the screw with an instrument and broke the screw in two pieces. It was reported that the surgeon was able to remove both two pieces of the screw.